Event description:
Metal connector between light source and scope becomes hot during use causing burns to patients. 39/f during laparoscopic abdominal surgery, patient sustained 4 superficial burns to the abdomen.